Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: route, guide catheter: carevel, stent: nobori 3.5/14. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). It should be noted that the instructions for use (IFU) warns: balloon pressure should not exceed the rbp. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% re-stenosed lesion in the proximal right coronary artery. A non-abbott stent was implanted and the 5.0 x 08 mm nc traveler balloon catheter was advanced for post-dilatation. The balloon was inflated to 22 atmospheres (atm), for 15 seconds, but the balloon ruptured. The traveler was removed from the anatomy. A non-abbott balloon catheter was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.